Event description:
Per operative report: the pt had a sjm aortic valve replacement in 1994. At the time, pt was noted to have a 5 to 6 cm ascending aortic aneurysm. According to the surgeon, pt was lost to follow-up and was subsequently found to have a 7 cm ascending aortic aneurysm that extended through the sinuses of valsalva to the undersurface of the arch. The valve was replaced with sjm 25cavg-404.